Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, the surgeon could not clamp the tissue properly. They used another device to continue. No patient injury.